Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's left ventricular (lv) lead exhibited high pacing impedance. No intervention was performed. Patient was stable.